Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using byte aligners, a patient experienced an enamel fracture on the mesial-incisal of tooth #6 and both teeth #8 and #9 are tender to palpatation/percussion. Dentist advised patient to stop aligner treatment and to see an orthodontist.